Manufacturer narrative:
(B)(4). Information anticipated, but unavailable at this time. Additional information was requested and the following was obtained: what was the product code of the device (plee60a, psee60a)? It was a plee60a. Was the cartridge loaded into the device with the staple retaining cap on? Cap was on did the metal cartridge pan separate from the plastic cartridge? Metal pan did not separate.

Event description:
It was reported that during a sleeve gastrectomy procedure; while loading the first cartridge into the device, the tech noticed something fall out of the cartridge. She turned the cartridge over and she could see through the knife slot that two drivers were missing. The procedure was completed using another cartridge. No adverse patient consequences were reported.

Manufacturer narrative:
(B)(4). Batch # m53c6m. The analysis results showed that one gst60g cartridge reload was returned with 2 drivers out of position and missing making the reload non-functional. Although no conclusion could be reached on what caused the drivers to fall, it is possible that the package was not opened using the sterile technique resulting in the drivers dislodging from the reload. In addition it should be noted that as part of our quality process, each device is visually inspected and functionally tested during manufacturing to ensure that the device meets the required specifications prior to shipment. A batch record review was performed and no anomalies were found during the manufacturing process.